Event description:
Customer obtained results of 245 mg/dl, and 102 mg/dl on accu-chek advantage system. Customer reports additional comparisons with results of 502 mg/dl and 236 mg/dl on accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.